Event description:
In late 2008, the sales representative reported that during surgery the doctor stripped outter thread when inserting closure top. Additional information received via email on 29 dec 2008 from the sales representative. The closure top which had the outer threads strip was being provisionally tightened. The surgeon does not use the double ended set screw starters when provisionally tightening. The surgeon uses the final tightener instead. The closure top which had the inner hex strip was being final tightened. The surgeon finished the case by replacing the stripped closure tops with new ones without an issue or significant delay.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.